Event description:
It was reported that inflation could not be maintained on two (2) size 6 lpc, low pressure cuffed tracheostomy tubes. It is unknown how long devices were in use when the reported inflation problems began. Specific info regarding the involved devices, usage, lot numbers etc. Has been requested, but not rec'd by the MFR. There were no reported pt injuries associated with the reported experiences. The involved devices are reportedly available to be returned for ID, testing and investigation. As of this date, the involved devices have not been rec'd by the MFR.